Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose. The customer's blood glucose at the time of admission was 37 mg/dl. The customer stated that, despite treating himself with 100 grams of sugar, his blood glucose would not come up. The customer expressed confusion and disorientation with his low blood glucose. The customer was unaware of the cause of the low blood glucose. Nothing further reported.